Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no audio condition and failed to detect air in line during therapy of nitroglycerine (dose, programmed amount and delivery rate unknown). The customer reported the device was removed from service and biomedical services checked the alarm settings were set to high. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no audio alarm which was reproduced during evaluation. The speaker was determined to be the failing component. The rear case was replaced to correct this condition. The event history log review was completed and did not note any events that indicated and/or contributed to the undetected air in line alarms. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The undetected air in line was not verified. Should additional relevant information become available, a supplemental report will be submitted.